Event description:
Patient was revised to address acetabular loosening. Update - litigation papers received. Litigation alleges the patient's body rejected the implant due to the toxic metal particles created by the devices. During the revision, it is alleged the surgeon found fluid in the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right side). Update (B)(4) 2011 - litigation papers received. Litigation alleges the patients body was rejected the implant due to the toxic metal particles created by the devices. During the revision, it is alleged the surgeon found fluid in the hip joint. Femoral head was added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.